Manufacturer narrative:
As reported, when the 5x150 smart flex stent was released halfway, the release sheath broke and could not be further released. The operator then removed the stent and delivery system from the body. The procedure was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled per the instruction for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath after removal from the tray. There was no difficulty encountered while flushing the stent delivery system. The target lesion diameter was measured to be 5mm. The lesion had severe calcification. The vessel had mild tortuosity. A non-cordis 6f long sheath was used. The stent delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Unusual force was not applied during deployment of the stent. There was resistance noted during deployment. The device will be returned for evaluation. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that 9cm away from distal portion of the hub a kinked condition was observed along with a fully separated condition of the shaft. The stent was partially deployed concluding that the received device was attempted to be deployed. Due to unknown reasons possibly related to the kink and separated conditions on the shaft, the deployment mechanisms could not be completed. A functional analysis was attempted to be executed; however, the conditions of the unit received prevented the stent from being deployed completely. A microscopic analysis was performed on the separated section of the shaft, elongations and plastic deformations were observed to be present on the separated borders. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 340680 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the unit was returned with the stent partially deployed and a separation of the outer sheath was observed. However, the exact causes cannot be determined. Device analysis concludes the device was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when the 5x150 smart flex stent was released halfway, the release sheath broke and could not be further released. The operator then removed the stent and delivery system from the body. The procedure was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled per the instruction for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath after removal from the tray. There was no difficulty encountered while flushing the stent delivery system. The target lesion diameter was measured to be 5mm. The lesion had severe calcification. The vessel had mild tortuosity. A non-cordis 6f long sheath was used. The stent delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Unusual force was not applied during deployment of the stent. There was resistance noted during deployment. The device will be returned for evaluation.

Event description:
As reported, when the 5x150 smart flex stent was released halfway, the release sheath broke and could not be further released. The operator then removed the stent and delivery system from the body. The procedure was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled per the instruction for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath after removal from the tray. There was no difficulty encountered while flushing the stent delivery system. The target lesion diameter was measured to be 5mm. The lesion had severe calcification. The vessel had mild tortuosity. A non-cordis 6f long sheath was used. The stent delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Unusual force was not applied during deployment of the stent. There was resistance noted during deployment. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 340680 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.